Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the patient had a pne trial and they also have a loop recorder. The patient reported that something went wrong with the loop recorder during the trial. There was some missing loop recorder data or some issue around the time of the trial. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed information about heart monitoring. Additional information was received from the manufacturer representative (rep). When the rep was asked to clarify "they also have a loop recorder", the rep confirmed that the loop connector is not related to the manufacturer. When the rep was asked to clarify the statement "there was some missing loop recorder data or some issue around the time of the trial" the rep confirmed that the data was missing from around the trial of the device- completely lost data. When asked about the steps taken to resolve the missing loop recorder data during the trial, the rep stated that the new loop recorder implanted. The rep stated that the patient cannot move forward with device implant. The rep confirmed that the device was intended to treat the urgency frequency. The rep confirmed that the trial was initiated on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.